Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, after which the device¿s screen bezel/display separated and the pump became nonfunctional; the described device problem was consistent with loss of or failure to bond at the display component, and the user reported a blood glucose of 361 mg/dl while continuing dexcom g7 cgm use and transitioning to subcutaneous insulin by pen. Symptoms included hyperglycemia with associated nausea and vomiting. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem at the display assembly consistent with a bonding failure, aligning the event with a component issue at the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.